Event description:
The customer reported via phone call that the insulin pump had a history anomaly. The status screen was not updating the reservoir's start date. His blood glucose level was in between 130 mg/dl and 150 mg/dl. The customer's belt clip broke. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.